Event description:
The account reported that the bed is sending a bed exit alarm at the nurse station but not alarming at the bed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom tech support asked the customer to check the scale load beams and the scale board. . A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.